Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding a check heater line alarm, and the hp stated that because it was the second time that she was supposed to start over with new supplies, she had just replaced the green six liter bag and completed therapy. Bps informed the hp that she needs to start over with all new supplies and not just change out one of the bags. The hp understood. Therapy since has been going well and there was no patient injury or medical intervention reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.